Event description:
It was reported that pump displayed malfunction alarm code 16 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer technical support determined that malfunction could not be reset and arranged for pump replacement, and no additional information was received regarding the outcome of the event.